Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination of the fiber observed no breaks or damages. The glass cap had severe devitrification at the output window, and the metal cap exhibited sever debris adhesion. The fiber was functionally tested using a hene (helium-neon) laser fixture. The testing found no signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The fiber passed the connector segment verification test. The control knob was attached and aligned with the fiber and can rotate the fiber.

Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing. It was noted that there were no stone/calculi in the prostate. The flow valve was opened and fluid was observed to be exiting the metal cap window. There was no excessive tissue accumulated on the fiber tip requiring cleaning. Additionally, pressurized saline was used. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.